Manufacturer narrative:
The 9615008-2016-00005 is associated with (B)(4), aquafresh milk teeth toothbrush.

Event description:
Anaphylactic shock [anaphylactic shock]; eruptions/rash [rash]; product complaint [product complaint]. Case description: this case was reported by a consumer via patient support programs and described the occurrence of anaphylactic shock in a (B)(6)-old male patient who received gsk toothbrush (gsk toothbrush (m and c schiffer (B)(4))) toothbrush (batch number m42628000, expiry date 2020) for dental cleaning. On an unknown date, the patient started gsk toothbrush (m and c schiffer (B)(4)) at an unknown dose and frequency. On an unknown date, 1 hr after starting gsk toothbrush (m and c schiffer (B)(4)), the patient experienced anaphylactic shock (serious criteria hospitalization and gsk medically significant), skin rash and product complaint. The action taken with gsk toothbrush (m and c schiffer (B)(4)) was unknown. On an unknown date, the outcome of the anaphylactic shock, skin rash and product complaint were unknown. It was unknown if the reporter considered the anaphylactic shock to be related to gsk toothbrush (m and c schiffer (B)(4)). The reporter considered the skin rash to be related to gsk toothbrush (m and c schiffer (B)(4)). Additional information: a boy of (B)(6) years old used new toothbrush aquafresh "my milk teeth", batch m42628000 at 11.00. At 12.00 he developed skin rash/eruptions which gradually worsened. Mother thought that skin rash was caused by the toothbrush. Mother called a pediatrician, the child was given antihistamine. The boy's conditions continued worsening. Pediatrician called an ambulance, and the child was hospitalized with diagnosis "anaphylactic shock". By (B)(6) 2016 the child is in hospital. He is being tested for allergens, but the reason of the anaphylactic shock was not identified yet. The boy had no allergy before. He did not take any drugs recently and ate his usual meals. The toothbrush was purchased just before the incident, he used it for the first time. Also the boy was given a new toy in the evening before the incident, the mother thought that anaphylactic shock might be related also to the toy.

Manufacturer narrative:
MFR report 9615008-2016-00005 is associated with ru2016gsk043372, aquafresh milk teeth toothbrush. Device qa results: after evaluation of the complaint sample we can conclude that the manufacturing of the toothbrush is done as per specification. This is not a manufacturing defect, so the complaint is not substantiated from the site perspective.

Event description:
Anaphylactic shock [anaphylactic shock], skin rash/eruptions which gradually worsened [rash], skin rash/eruptions which gradually worsened [condition aggravated], product complaint [product complaint]. Case description: this case was reported by a consumer via patient support programs and described the occurrence of anaphylactic shock in a (B)(6) male patient who received gsk toothbrush (gsk toothbrush (m and c schiffer (B)(4))) toothbrush (batch number m42628000, expiry date 2020) for dental cleaning. On an unknown date, the patient started gsk toothbrush (m and c schiffer (B)(4)) at an unknown dose and frequency. On an unknown date, 1 hr after starting gsk toothbrush (m and c schiffer (B)(4)), the patient experienced anaphylactic shock (serious criteria hospitalization and gsk medically significant), skin rash and product complaint. The action taken with gsk toothbrush (m and c schiffer (B)(4)) was unknown. On an unknown date, the outcome of the anaphylactic shock, skin rash and product complaint were unknown. It was unknown if the reporter considered the anaphylactic shock to be related to gsk toothbrush (m and c schiffer (B)(4)). The reporter considered the skin rash to be related to gsk toothbrush (m and c schiffer (B)(4)). Additional information, a boy of (B)(6) used new toothbrush aquafresh 'my milk teeth', batch m42628000 at 11.00. At 12.00 he developed skin rash/eruptions which gradually worsened. Mother thought that skin rash was caused by the toothbrush. Mother called a pediatrician, the child was given antihystamins. The boy's conditions continued worsening. Pediatrician called an ambulance, and the child was hospitalized with diagnosis 'anaphylactic shock'. By (B)(6) 2016 the child was in hospital. He was being tested for allergens, but the reason of the anaphylactic shock was not identified yet. The boy had no allergy before. He did not take any drugs recently and ate his usual meals. The toothbrush was purchased just before the incident, he used it for the first time. Also the boy was given a new toy in the evening before the incident, the mother thought that anaphylactic shock might be related also to the toy. Follow up information was received on 22 may 2016. This case was associated with a product complaint. On an unknown date, 1 hr after starting gsk toothbrush (m and c schiffer (B)(4)), the patient experienced anaphylactic shock (serious criteria hospitalization and gsk medically significant), rash, condition aggravated (serious criteria hospitalization) and product complaint. On an unknown date, the outcome of the anaphylactic shock, rash, condition aggravated and product complaint were not reported. The reporter considered the rash and condition aggravated to be related to gsk toothbrush (m and c schiffer (B)(4)). Follow up additional details, after evaluation of the complaint sample they concluded that the, the manufacturing of toothbrush was done as per specification. This was not a manufacturing defect. So complaint was not substantiated from site perspective. The suspect product for this case was aquafresh toothbrushes (gsk toothbrush, m and c schiffer (B)(4)).